Event description:
O.r. Fire, customer stated that the a8554n (pack component) towels caught on fire during procedure. Rn-risk mgr, a pt received 2nd degree burns to their face while undergoing a lymphoma procedure. Per the risk mgr all three elements of the fire triangle were present when the incident occurred. The pt was transferred to the burn center. Pt is currently receiving outgoing outpatient treatment due to pigmentation loss.